Event description:
It was reported that during a laparoscopic total colectomy procedure, the tube connecting to the stopcock to the desufflation tube broke. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Serial # =na.